Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller was guided through a pump reset by technical support, and after the reset, the error code did not reappear. The caller successfully commenced their sensor session.